Event description:
It was reported ongoing intermittent occlusion alarms occurred., which resulted in an elevated blood glucose on 03/23, their levels being displayed as "high," a specific value was not provided. The customer took corrective action by administering a correction injection. The customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.